Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the cover cap (blue pull ring) of a minicap transfer set ¿fell off from the tube before opening the package¿. This was identified prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. A visual inspection of the photographs was performed with the naked eye which noted a loose blue pull cap inside a pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.